Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 12-may-2017, an fse visited the customer to address the reported event. During servicing, fse cleaned and lubricated the bf wash mechanism assembly. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was lack of lubrication.

Event description:
On (B)(6) 2017, a customer reported that the incubator was making squeaking noise with their a1a-2000 analyzer. The customer reported that the instrument was very loud and sporadic but did not give any codes or flags. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting parathyroid hormone (pth) and alpha fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.